Manufacturer narrative:
Pt info: unknown, information not provided. Lot number: unknown, information not provided. Expiration date: unknown, as lot number was not provided. Unique device identifier (UDI #): unknown, as lot number was not provided. (B)(6). The device was not returned for analysis. There was no lot number reported for this device. Therefore, no further investigation can be performed, if there is any further relevant information obtained, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female consumer felt pain in her eye on (B)(6) 2021 after she wore a contact lens that had been cared for using complete double moist. Consumer has experienced discomfort since then, and consulted an ophthalmologist on (B)(6) 2021. The ophthalmologist observed that both her lens and eye had been scratched, and diagnosed the consumer with conjunctivitis. The exact cause of he conjunctivitis is unknown. Consumer could not provide if lens worn on (B)(6) was a daily wear or a bi-weekly lens. The consumer will not return the product for exchange. The current state of the impacted eye was provided as follows: pain has subsided, but symptom is still lasting as consumer has just concluded their ophthalmologist visit today, and has yet to use any of the prescribed medicines. Three types of drugs were prescribed, but no names provided, only that one is an antibacterial ophthalmic solution, another was an ophthalmic solution to prevent dryness, and the third is a tube ointment to cure conjunctivitis. No further information provided.